Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 182479 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 182479, test base part number 195-430h / lot: 180011. The lot met the required release specifications. A review of complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 182479 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possible been related to the patient specific sample. B5: date of confirmation pcr test added to event description. H3 other text : single use device, discarded.

Event description:
Customer reported a false negative test result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Additional testing was performed using another brand of antigen test that generated a positive result. Confirmatory testing was also conducted using an unknown pcr platform performed on (B)(6) 2022, also generating a positive result. The customer stated they were symptomatic one day prior to testing. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Event description:
Customer reported a false negative test result with the binaxnow covid-19 antigen self-test performed on (B)(6)2022. Additional testing was performed using another brand of antigen test that generated a positive result. Confirmatory testing was also conducted using an unknown pcr platform performed on an unknown date, also generating a positive result. The customer stated they were symptomatic one day prior to testing. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.